Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported the pump did not deliver. At 1400, the pump was programmed for primary delivery of 5% dextrose in one-half normal saline at a rate of 80ml/hr, with a volume to be infuse (vtbi) of 1000ml. At 1515, the pump was programmed for secondary delivery of ancef 1gm/50ml, at a rate of 100ml/hr, with a vtbi of 50ml. The customer contact reported that the secondary container was hung higher than the primary container. At 1600, the delivery was started. At 2100, while nurse was assessing the pt, it was reported the pump made a "cracking sound". At this time, the customer contact stated the pump display was incrementing; however, no fluid was being delivered. The nurse reported that the secondary container was "almost full" and approx 500ml remained in the primary container. The nurse reported after the tubing set was removed from the pump, the tubing was "completely compressed" and would "not rebound". There were no reported adverse pt effects. No medical interventions were required. The pump was removed from clinical service. Therapy was resumed using a replacement pump and tubing set. Though requested, no add'l info was provided.